Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed inappropriate mode switching due to farfield signal oversensing. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported.